Manufacturer narrative:
Additional information provided in h.3., h.6. And h.11. The product was not returned for analysis. Only photos were returned. Provided photos show an implanted iol. The lens appears to be cloudy. The origin of the reported complaint cannot be confirmed. Complaints have been received reporting a potential presence of polychromatic sheen. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The product was not returned for analysis; the lens remains implanted. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. This product is not approved or introduced into commercial distribution in the united states. However, this medwatch is being filed based on a similar product cnaet3-t6 that is sold in the united states under (PMA/510(k) # (p190018). The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that before the intraocular lens (iol) implant procedure, the lens looked opaque when opened. The lens was looked blurry when implanted.